Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The event initially reported to the manufacturer incorrectly referenced pump serial number (B)(4) (instead of (B)(4)). When pump serial number (B)(4) was returned to the manufacturer on (B)(4) 2018 there was no record of a complaint against it therefore, per standard procedure, the pump was decommissioned without investigation. Pump serial number (B)(4) was subsequently linked to the complaint on (B)(4) 2018 however, investigation of the device was no longer possible as it was decommissioned when previously returned.